Manufacturer narrative:
The ins was received by the manufacturer; however, it was scrapped before analysis could be completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) reported the implantable neurostimulator (ins) depleted after a year and a half. The rep reported the patient had called the clinic on (B)(6) because her patient programmer told her there was a low battery status. The rep reported there were no known environmental, external, patient factors that may have led to the issue. The rep noted the clinic had not been in contact with the patient by phone since the implant in (B)(6) 2015. There a follow up visit planned for (B)(6). It was noted the clinic planned to measure impedance and ask for any factors that might have contributed to the issue at the appointment on (B)(6). The issue was not resolved at the time of the report. It was noted that surgical intervention had not occurred and it was unknown if it was planned. It was noted the patient had a medical history of fecal incontinence. It was noted the patient had an ins implanted in (B)(6) 2015.. The rep noted the surgical intervention might be scheduled after the patient¿s appointment on (B)(6). Additional information from the rep reported the reason why the patient was scheduled for a follow up visit was her ins was showing ¿reduced longevity¿. The patient¿s settings were: 0+ and 1-, amplitude 1 volt, setting for pulse width and rate were set as default. The rep noted the ins was lacking battery after approximately 1 and half years. The rep wondered if it could be the lead. Additional information from the rep reported on program 1: contact 1, negative, contact 0, positive. 1.6 volts, pulse width: 210, impedances: 2415 and current > 15myamp, cap: low. On program 2: contact 1, negative. Contact 0, positive. 0.9 volts pulse width 330, impedance: 2806 current>15 myamp. Cap low. The rep noted the patient mainly used program 1, it had the best efficacy. The rep stated the patient did not experience any shocking or jolting at the ins pocket. The rep noted the battery was replaced with a new. The rep stated the explanted battery would be returned. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the patient used stimulation all day, the operation mode was continuous, and cycling was not enabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.